Manufacturer narrative:
Product complaint (B)(4), investigation summary: examination of the returned device found a foreign material on the device. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot: a search of the depuy nonconformance (nc) quality system found no related nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s related to a packaging issue or involving a foreign substance against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrected: h3, h8.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found a foreign material on the device consistent with the transfer of the foam packaging to the polished surface of the device. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot : the product device history record (DHR) was reviewed no manufacturing related issues or deviations were noted. A non-conformance search was performed in the etq quality system for the device lot number j7951g and no non-conformances were found. Per the DHR, lot number fma602110 of the bottom foam was issued for device lot number j7951g. A non-conformance search was performed for the bottom foam lot and no non-conformances were found. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma 4n femur came out of the package with foam from the packaging stuck to the femoral condyle and the surgeon rejected the implant.